Manufacturer narrative:
The fsr replaced the display. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the display on the roller pump was scrambled. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the small display to have a scrambled display. It was determined that the r10 transistor on the graphics driver board was blown. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.